Event description:
A trilogy evo ventilator was returned to the third-party for service. There was no patient involvement, and no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing. The device's 3-way solenoid valve and the proportional valve were replaced to address the issue. Additional findings not related to the malfunction/issue: the internal lithium-ion battery was replaced as part of regular service and visual contamination was noted inside the device during inspection.

Manufacturer narrative:
Please see corrections made to due date based off of the date the clarifying information was received, as well as correction of a typographical error in the health impact grid from code him-gen-17 - sedation, to him-gen-27 - problem identified during non-clinical procedure.